Manufacturer narrative:
Additional information was received that intermittent capture was also observed. An invasive procedure was performed and a new lead was implanted. This lead was capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left venticular pacing lead dislodged. A lead revision procedure was scheduled for a future date. No adverse patient effects were reported.